Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (500 mcg/ml at 99 mcg/day in flex mode) via an implanted pump. The patient¿s medical history included spasticity and a spinal fusion. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient was experiencing periodic underdose and overdose symptoms over the last few months. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics and/or troubleshooting performed. During the procedure, the physician noticed that the sutureless connector appeared to have tissue lodged inside it and it would not disconnect from the pump. The pump and catheter were replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated. The pump and catheter were returned for analysis.